Event description:
It was reported that a patient using the ilet bionic pancreas called stating he was "going low," treating at a glucose of about 100 mg/dl with fast-acting carbohydrates, then seeing a rise to about 180 mg/dl followed by a drop to around 80 mg/dl, prompting additional treatment and a repeating cycle; review of device reports by support showed no true hypoglycemia and only infrequent hyperglycemia, and education was provided that the target operating range is 70¿180 mg/dl with treatment recommended only for values below target using small carbohydrate amounts. Customer care provided support that included review of system data and user counseling on hypoglycemia management and appropriate carbohydrate dosing. Investigation of this case revealed device function within expected parameters and user-initiated overtreatment of near-target glucose values leading to rebound excursions consistent with corrective carbohydrate overdosing. Symptoms included perceived low and high glucose readings without confirmed severe hypoglycemia or hyperglycemia. Outcomes included user frustration without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique and education opportunity regarding treatment thresholds and portioning of fast-acting carbohydrates.